Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Incident date: unavailable. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation during a case. There was no patient injury.